Event description:
Customer reported that the numbers on the screen of the insulin pump were ramping and then a button error alarm occurred. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 163.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.